Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the ultrasonic probe had a deformed tip and has a small kink. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected field: h5 selection was inadvertently missed in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's reported allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions. This issue is addressed in the instructions for use (IFU): do not coil the insertion tube with a diameter of less than 20 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the probe passes smoothly. Forcing. The ultrasonic probe could damage the ultrasonic probe and/or endoscope. When using a gastrointestinal endoscope with a forceps elevator let the ultrasonic prove protrude approximately 25 mm from the proximal end of the elevator before raising the forceps elevator, or the ultrasonic transducer can be caught by the elevator then the ultrasonic probe can be damaged. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the ultrasonic probe had a deformed tip and has a small kink. There were no reports of patient harm.